Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Date of postoperative device dislocation is unknown. (B)(4). Procedural dates (implant and explant) are unknown. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: july 15, 2014 - expiry date: july 1, 2024. No anomalies were detected during device history record review. No non-conformance reports (ncr) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient encountered an issue with a disc prostheses (prodisc). Specifically, there was dislocation of the prosthesis noted, which resulted in the devices being explanted on an unknown date. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: conclusion indicates during the manufacturing investigation, all relevant and significant characteristics like dimensions were measured. The prodisc-l sup-pl size m 3 has been measured with cmm. The cmm measuring protocol with the appropriate product drawing have been attached. All measured characteristics are within the specifications. No manufacturing related issue was identified or confirmed, therefore review to the specific "prm" and "prm line" is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.